Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and was inappropriately shocked two times for a supraventricular tachycardia (svt) which accelerated the rhythm to the ventricular fibrillation (vf) zone. The rhythm slowed after second shock. Technical services (ts) was consulted, provided a review of the event and discussed possible reprogramming options. This ICD remains in service. No adverse patient effects were reported.